Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life, the pump was rejecting the new batteries, a louder and slower rewind, insulin flow blockage, unresponsive buttons, and loss of settings after a battery change. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, mmt-386a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-386a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest, no unusual rewind noise or slowness noted during testing. Settings were not reset during battery changes. All buttons functioned properly during testing, the j1 connector on pcba 1 was locked properly. No unexpected battery/power related alerts/alarms or failed batt alerts, insulin flow blocked,/no delivery alarms noted were not confirmed during testing,. Successfully downloaded history files and traces using thump. The power management graph was in spec. Expected low battery alerts in the history file on (B)(6) 2025 9:55, customer did not experience an unexpected power loss of less than 7 days. No suspend alarms/alerts on or 2 days prior from event date noted in the history file. The p-cap locks properly into the reservoir compartment. No moisture or physical damage to the keypad assembly noted. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and scratched case. Short battery life, rejection of a new battery (failed batt test), rewinding loud and slow, insulin flow blocked, unresponsive buttons and settings reset after battery change were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.